Event description:
The info received via the super sl study indicated that the patient's left superficial femoral artery (sfa) had 80% stenosis beyond the stent. The severity was mild, and therefore pta was planned. The date of the event was noted as an unk time in 2007. The original index procedure took place in 2006, in which three stents were implanted in the proximal, mid, and distal left sfa. The details of the index procedure are as follows: access method was percutaneous and puncture site was contralateral. The vessel anatomy at the lesion site was described as straight, and the type of lesion was de novo, calcified and eccentric. The lesion location was 15cm above the superior edge of the patella. Total lesion length was 240mm and occluded. Reference vessel diameter was 6.0mm. No dissection was reported during the index procedure. The distal-most stent placed is represented in this report. It is not known at this time how far beyond the stent the reported stenosis occurred. Additional information has been requested, but has not yet been forthcoming. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.